Event description:
The pump was returned for investigation. Investigation revealed that a component from the printed circuit board (pcb) was found to be misaligned and shifted. The force sensor was found to be out of calibration. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed multiple "occlusion" alarms due zero force on the reported event date. The pump was found to power up normally with no prime issues noted. An "occlusion" alarm was emitted by the pump during investigation when a delivery attempt was performed. The pump was unable to be exercised for 24 hours. The pump was opened and a component from the printed circuit board (pcb) was found to be misaligned and shifted. The force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.